Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level; no value was provided. Reported, the customer bolus early prior to eating carbohydrates. Juice was consumed to treat bg level. Reportedly, the customer declined to perform troubleshooting with tandem technical support.